Event description:
This spontaneous case was reported by an other and describes the occurrence of device breakage ("pieces broke off"), device dislocation ("her uterus / migrated into her abdomen") and embedded device ("instead were intertwined in, pressing against, her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("severe migraines"), weight increased ("inexplicable weight gain"), dysgeusia ("constant taste of metal in her mouth") and complication of device removal ("when the doctor went to disentangle them, pieces broke off"). The patient was treated with surgery (two removal surgeries, to remove essure implant), surgery (two removal surgeries, to remove essure implant) and surgery (two removal surgeries, to remove essure implant). Essure was removed. At the time of the report, the device breakage, device dislocation, embedded device, migraine, weight increased, dysgeusia and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation, dysgeusia, embedded device, migraine and weight increased with essure. Most recent follow-up information incorporated above includes: on 28-aug-2017: quality-safety evaluation of ptc.